Manufacturer narrative:
18-aug-2021 case update: the reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that her (B)(6) year old daughter was using a brand-new replacement oral-b toothbrush head and it came away in her mouth. No injury was reported.